Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of voltage fluctuations and atypical power cable disconnect alarms were confirmed via review of the submitted event log file, containing approximately 5 days of information (B)(6) 2023 to (B)(6) 2023 per timestamp). Throughout the data, the rsoc and voltage of both power cables were observed to intermittently fluctuate below their expected values. These fluctuations resulted in the occasional activation of abnormal power cable disconnect alarms. These alarms appeared to resolve on their own shortly after activation and did not impact the ability of the controller to support the pump¿s operation. The heartmate 3 system controller (B)(6) was not returned for analysis; however, a few photos were submitted for review. These photos revealed that the power cables of the controller were tangled with the modular cable. The heartmate 3 patient handbook cautions the user to not twist, kink, or sharply bend the system controller power cables, as it may cause damage to the wires inside, even if external damage is not visible. The root cause of observed voltage fluctuations could not be conclusively determined through this analysis; however, the twisting of the power cables may have contributed. Review of the device history record for (B)(6) showed the device was manufactured in accordance with manufacturing and quality assurance (qa) specifications. The heartmate 3 patient handbook (rev. D - section 2 ¿how your heart pump works¿) warns the user that to not twist, kink, or sharply bend the system controller power cables, as it may cause damage to the wires inside, even if external damage is not visible. The heartmate 3 patient handbook (rev. D - section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible) that are associated with the system controller, including power cable disconnect, and the actions to take if the alarms cannot be resolved. The heartmate 3 patient handbook (rev. D - section 6 ¿caring for the equipment¿) describes how to properly care for and clean all equipment, including the system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that log file analysis captured random power cable disconnect alarms throughout the log file with the majority occurring on 28feb2023 from 09:47 to 09:49. Abnormal relative state of charge (rsoc) values were noted on the controller's power cables. The patient's controller was exchanged. Additionally, a picture was provided showing the modular cable and the power cables braided together; the patient was re-educated about twisting the cables together.